Manufacturer narrative:
Analysis found that visually, the bur was broken. From tip to break measured 1.712¿, the proximal piece was not returned. The nominal overall length shall be 3.850¿ which indicates the portion not returned measured approximately 2.138¿. There were biological contaminants compacted in the diamond cutting tip which may have required the user to apply excess pressure to maintain performance. There was deformation to the distal end of the teflon bushing which may indicate aggressive use. The high points of the break were worn down which is consistent with the break occurring during rotation. H6: fdm 4114, fdr 3221 and fdc 67 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the bur have been broken inside the handpiece during a cochlear implant procedure. It was noted that the broken pieces were retrieved from the patient's body. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. There was no patient impact or injury.